Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for black embedded foreign matter with the incident lot was observed. Evaluation/testing of the customer samples was performed and black fm embedded in the tube and exterior deformation shown on one tube was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter inside. This occurred on 10 occasions before use. The following information was provided by the initial reporter: black embedded fm was in the tubes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter inside. This occurred on 10 occasions before use. The following information was provided by the initial reporter: black embedded fm was in the tubes.